Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 259 mg/dl. Tandem technical services (cts) identified an incomplete bolus alert occurred in the pump logs and the customer declined a correction bolus. The customer reported that the cause of the high bg was unknown but stated that it was normal to not correct for this bg value. The customer declined further troubleshooting with cts.